Event description:
A patient contacted (B)(6) regarding assistance with a system error 2240 (air in set) that appeared while using the homechoice (hc) unit during a drain cycle. (B)(6) helped the patient clear the error and explained the error's meaning. The patient had disconnected from the set. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The initial emdr submission was attempted on 30jul 2010. The submission did not go through. The resubmission date is 03aug 2010.